Event description:
The physician reports performing uneventful cataract surgery with implantation of the crystalens in the left eye. Postoperatively, the patient complained of blurry vision. Preoperatively, the pt's bcva was 20/40 with mr +1.25 - 2.00 x 068. One week postoperatively, the patient's ucva was 20/25 with mr -0.50 - 1.00 x 077. Eight months postoperatively, the pt's ucva decreased to 20/80 with mr -1.25 + 0.75 x 160 with a bcdva of 20/25- and reading glasses were prescribed with an add of +2.25 d. The surgeon suspects that the lens has vaulted anteriorly. Currently, the lens remains implanted and no interventions have been performed, however, a yag capsulotomy or lens repositioning is being considered.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B)(4).